Event description:
A report was received regarding the removal of a tibia nail due to non-union. While trying to remove the nail, the extraction bolt was stripped. The extractor screw broke and the surgeon was not able to remove the nail. A backup extractor was not available and the surgeon could not complete the procedure. The surgeon was able to remove two 5.0mm locking screws. The surgeon closed the patient with the nail remaining in the patient. The revision surgery was re-scheduled and performed on (B)(6) 2012. This is report #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.